Event description:
Patient presented back to the physician with an infection. Physician placed the patient on antibiotics and scheduled the patient for removal of inspire components. Physician brought the patient into the or, removed the entire inspire system, irrigated the affected area, and placed the patient on a 10 day course of antibiotics.

Event description:
Patient presented to the physician with the stimulation lead exposed at the neck. Physician brought the patient into the or and noticed the anchor suture was not attached to the tendon. Physician made additional room to blanket and tucked the lead.